Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the device was showing error service required and the device was not working. There was no patient harm or injury reported. The device was returned to the third-party service center for evaluation. During the evaluation in the service center, it was observed visible foam particles in the device. There was one error (e-73) - stop error found with circuit board. The unit was scrapped. The service center concludes that the complaint was confirmed.

Manufacturer narrative:
H3 other text : third party service center.